Event description:
During refill in the morning, the health care provider experienced difficulty accessing the refill port. The pt was moved to a c-arm fluoroscopy guidance to locate the port in the pump. Three cc of clear fluid were aspirated indicating access was complete and successful. Forty mg of dilaudid were administered (18 cc). As the pt was leaving the clinic, she expressed that she was not feeling well and complaint of dizziness, shortness of breath and wheezing. She then reported being allergic to latex; latex gloves were used during refill procedure. She was treated with benadryl 25 mg with good response. She was discharged later from the ER. Approximately four hours after the refill procedure, the pt experienced drowsiness, slurred speech. Upon return to the clinic, the pt was very sedated. The pump was accessed under fluoroscopy and 2 cc were withdrawn of the 18 previously administered. The pt experienced severe respiratory distress requiring CPR and o2. Narcan was administered IV and the pt rapidly responded. She was admitted with a diagnosis of accidental overdose. `

Manufacturer narrative:
All previously reported patient and device codes will be updated to the following for this event: (B)(4) (wheezing). (B)(4) no longer apply to this event.

Event description:
Additional information received reported that the medication did not make it into the pump when they were filling it a couple years ago. The physician "missed the port" and gave the patient 18cc's. Additional information further noted the patient "coded that day and died" and had to be revived by her husband. It was alleged it was the "pump's fault" and that the pump was "faulty". It was noted that the pump was understood to be at a normal end-of-life status at the time it was explanted.

Manufacturer narrative:
(B)(4).